Event description:
Per independent repair center statement the unit is alarming or red light. The key failure is the rexroth valve is stuck. Additional malfunctions include the power switch has a short circuit.